Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itch"), contusion ("I bruise myself") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight decreased, pruritus, contusion and endometriosis outcome was unknown. The reporter considered contusion, endometriosis, pelvic pain, pruritus and weight decreased to be related to essure (ess205). Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4) were transferred to this case. Following new reporter information, new event itch, endometriosis, bruise was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and weight decreased outcome was unknown. The reporter considered pelvic pain and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new events pain and weight loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.